Event description:
Customer reports meter results of -5-mg/dl while using the aviva system. Meter results are out of range(<10mg/dl). No quality control information was provided. No adverse event reported. Customer no longer has strips; a replacement was sent.